Event description:
It was reported that during the implanting procedure, the wrench would not adjust or click and it was fixed to the bolt. Another implantable pulse generator (ipg) was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.